Manufacturer narrative:
Voluntary medwatch report received: mw5157689.

Event description:
Voluntary medwatch received states that the patient presented with under-sensing on the right ventricular lead. No intervention was made. There were no patient consequences.